Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was received and analyzed where it was discovered that the connector crimp has an electrically intermittent connection. Outer insulation was melted. There was blood on the proximal conductor and helix mechanism.

Event description:
The lead was returned to us by a competitor, with no information provided regarding performance. The lead was analyzed and tested out of specification. Efforts to contact the physician/hospital regarding this event are in process at this time. No patient complications have been reported as a result of this event.